Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The coil proximal to the handshake connection was observed to be kinked. A guide wire was returned running through the device. An attempt was made to remove the guide wire but a resistance was felt, possibly due to the kink in the coil and the guide wire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: corrected from ¿the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The coil proximal to the handshake connection was observed to be kinked. A guide wire was returned running through the device. An attempt was made to remove the guide wire but a resistance was felt, possibly due to the kink in the coil and the guide wire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.¿ corrected to: ¿the unit was returned loaded in rotablator and the body has a distal end kinked. The visual inspection was performed and the device stuck inside the rotaburr; the device was removed from the rotaburr, resistance was felt during removal and the wire was found kinked along the body; moreover, the spring tip is bent. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.¿ (B)(4).

Event description:
Same case as: 2134265-2015-00718. Reportable based on device analysis of the related burr complaint completed on 29jan2015. It was reported that a burr catheter connection was kinked. A 1.25mm rotalink¿ burr and a rotawire were selected to treat the target lesion. During the procedure, outside the patient, it was noted that the burr catheter connection was kinked which was connected to the advancer. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, analysis of the related burr complaint revealed that a guide wire could not be removed from the burr.

Event description:
Same case as: 2134265-2015-00718. Reportable based on device analysis of the related burr complaint completed on 29jan2015. It was reported that a burr catheter connection was kinked. A 1.25mm rotalink¿ burr and a rotawire were selected to treat the target lesion. During the procedure, outside the patient, it was noted that the burr catheter connection was kinked which was connected to the advancer. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, analysis of the related burr complaint revealed that a guide wire could not be removed from the burr.